Event description:
A testing issue was reported with the freestyle libre reader. Customer reported the test did not start after the blood sample was applied and he was unable to obtain readings. As a result, customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring treatment of a glucagon injection by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader & precision strips were reviewed and the dhrs showed the libre reader & precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units were performed in the specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the freestyle libre reader. Customer reported the test did not start after the blood sample was applied and he was unable to obtain readings. As a result, customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring treatment of a glucagon injection by his wife. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) was returned and visual inspection was performed and no issues were observed. Meter powered on with button depression but did not turn on with strip insertion. A port-2 issue was added. Meter has been de-cased and performed visual inspection. Control solution testing has been performed with the retain strips and all results were not satisfactory. Observed test did not fire. Observed debris inside the strip port. Issue not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A testing issue was reported with the freestyle libre reader. Customer reported the test did not start after the blood sample was applied and he was unable to obtain readings. As a result, customer experienced hypoglycemia and a loss of consciousness and was unable to self-treat, requiring treatment of a glucagon injection by his wife. There was no report of death or permanent injury associated with this event.